Event description:
Infutronix received a report that the patient experienced a power off and called support to attempt to resume infusion. There was no harm to the patient. No further details were provided. The medication is unknown.

Manufacturer narrative:
The caller indicated that the pump had powered down and was calling to get help resuming the infusion. Support was able to confirm the reported issue while troubleshooting with the caller. However, the infusion could not be resumed but the caller was instructed on how to power off the pump and engage the blue clamp. The caller was instructed to follow-up with the infusion center promptly. This event could initially not be investigated further since the pump was not available for evaluation. Subsequently, on 11-jul-2024, the pump was returned to infutronix for investigation. The results of the investigation are not yet available. However, a follow-up report will be submitted once the investigation is completed.